Manufacturer narrative:
Visual inspection of the returned arsenal tap revealed it fractured and separated at the 60mm depth grove indicator. Both sections of the device have been returned. A previous investigation for this type of event found that it results from multiple contributing factors including surgical technique, misuse, patient bone quality, improper measurement technique of the tap flutes. Although no product problem has been identified, engineering has updated the prints for all arsenal taps to aid in reducing this type of occurrence.

Event description:
Tap broke during use. Surgeon was able to extract the detached section.